Event description:
A malfunction on the pump was reported, which led to the customer's blood glucose level rising to 600 mg/dl. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Technical support assisted the customer with resetting the pump by providing reset information, and no further malfunction occurred after the reset. The customer was informed to continue using the pump and advised to call back if the malfunction code recurred, which they understood and acknowledged.